Event description:
A 24 ga gesco catheter placed central in pt. Two days after placement opsite dressing loose and damp. T connector IV tubing changed. It continued to leak, reportedly "around hub" of catheter. The catheter was discontinued. Pt had been receiving tpn and lipids via the catheter. A similar situation occurred on another pt, but the catheter had been disposed of.